Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. There were no patient consequences.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical, mechanical, and longevity analysis was normal with no anomalies found.